Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Also, it was reported that there was a smell of something burned and some smoke coming from the unit while doing troubleshoot test for tf 401. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having alarm 401 - inspiration valve or device leaky and 316-blower failure while on a patient. Furthermore, the ventilator was replaced without any harm to the patient.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to environmental contamination. Investigations performed on similar cases previously reported from this install base shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower damage and blower driver fet's on the main electronics damage due to overheating. As a resolution, vyaire initiated warranty replacement for the blower and main electronics.